Event description:
Additional information received reported the issue happened on 2015-(B)(6) and was solved the same day. No explant or further action was required. The implantable neurostimulator (ins) and recharger system were working fine.

Event description:
It was reported that after the patient¿s implantable neurostimulator (ins) was first implanted only two couplings bars were received when recharging and the ¿charging time was higher than expected¿ as a result. Review of the patient¿s ins at that time found ¿the issue was that the device was implanted inside out so the connection with the charger was weak.¿ the patient¿s physician ¿turned the device and solved the issue¿ at that time. However, on 2015 (B)(6) ¿it seemed that the charge of the device had again been affected and the signal was weak again¿ with two coupling bars. The ins positioning was checked again, ¿but it seemed it was correctly positioned.¿ it was noted an x-ray was taken and confirmed the ins was ¿correctly positioned.¿ it was unknown whether the device felt titled upon palpation, but it was again noted ¿with the x-ray it was ok.¿ a replacement recharger was attempted, but the ¿signal was as weak¿ as with the patient¿s own recharger. The patient¿s ins still recharged at the time of report, but ¿it took a long time, so it directly affected the patient¿s daily life.¿ it was noted the patient¿s ins had ¿good¿ communication with both a physician programmer and patient programmer, though it was noted the patient did not use their programmer. The patient¿s ins was reportedly ¿quite superficial¿ and was implanted ¿not deeper than 1cm¿ at the time of report. Recharging was attempted again at a later date and it was noted ¿it seemed that the ins was not completely flipped¿ and that after the recharger antenna was repositioned ¿the issue was solved and the recharger was charging¿ both correctly and with a full signal. There was no patient harm, injury, or death due to the event. It was noted that ¿no explant or further action was required¿ with the patient¿s ins and that ¿the ins and the recharging system worked fine¿ as of 2015 (B)(6). Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).